Manufacturer narrative:
(B)(4). Device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during testing, it was observed that the handpiece device ran hot. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). The device manufacture date was documented as unknown in the initial report. It has been updated to may 16, 2016. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the handpiece was within allowable temperature. Therefore, the reported the reported condition was not confirmed and as assignable root cause was not determined. However, during evaluation, it was determined that the cable had a cutter near the connector end. It was determined that the cut in the outer cable near the connecting shell was due to mishandling of the device by allowing the cord to come into contact with a sharp object which punctured the cord or exerting extreme force on the cord during cleaning or use. This was further classified as user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.